Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.¿

Event description:
It was reported that a spectrum pump over infused 6 times and under infused 1 time during total parenteral nutrition (tpn) and partial parenteral nutrition (psl) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the device was found to over infusion greater than 5% but less than 10%. The device was tested for flow rate accuracy at a rate of 75ml/hr for a volume to be infused (vtbi) of 400 ml and at a rate of 40ml/hr for 40ml. The delivered results for the rate of 75ml/hr was 426.980ml (6.745%) and for the rate of 40ml/hr was 39.245 (-1.887%). The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported over infusion was verified however no under infusion issue was observed. The cause of the over infusion was determined to be the pressure plate travel out of adjustment. Pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.